Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer smelled burning while attempting to charge the pump, and the pump battery did not charge when plugged into a power source. Customer¿s blood glucose level was 194 mg/dl. Reportedly, the customer used an alternate insulin pump for insulin therapy.